Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver stopped working. No additional event or patient information is available. No product was provided for evaluation. Data was provided for evaluation. The confirmation of the complaint is not confirmed. The probable cause could not be determined.